Manufacturer narrative:
The investigation determined that repeatable false negative vitros anti-hbc results were obtained for two samples from a single patient processed on the vitros eci immunodiagnostic system. There was no evidence to suggest an instrument or reagent malfunction had occurred. The investigation was unable to determine a definitive root cause. The root cause of this event is unknown.

Event description:
A customer obtained repeatable negative vitros anti-hbc results for two samples from a single patient processed on the vitros eci immunodiagnostic system. The vitros anti-hbc results were discordant when compared to an alternate method and are therefore considered to be false negative results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false negative results were not released from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).